Event description:
Capsular contracture baker grade ii. Additional events reported via medwatch of rupture, fatigue, tinnitus, blurring of vision, tingling, palpitations, neck and shoulder pain, and platinum in the urine. The pt was replaced with saline-filled implants.

Manufacturer narrative:
This event is being submitted per the request of FDA in their letter dated 9/1/08. An extension was received from FDA to submit this report on 12/15/08. Events of revision surgery and capsular contracture were previously reported to the FDA via alternative summary reporting on 10/30/07. Device labeling addresses the possible event of rupture as "additional surgeries to the pts' breast will likely be required, either because of implant rutpure, other complications, or unacceptable cosmetic outcomes. ... Breast implants are not lifetime devices." Device labeling addresses the possible outcome of varied injuries of the type the pt describes as" :literature reports have also been made associating silicone breast implants with various rheumatological signs and symptoms such as fatigue, exhaustion, joint pain and swelling, muscle pain and cramping, tingling, numbness, weakness, and skin rashes. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms in women with silicone breast implants."